Event description:
A report was received from a user facility in france stating: "difficult to enter by a 2.2mm incision. Soft sleeve, they had to enlarge the incision. No problem with the patient after surgery."

Manufacturer narrative:
The product has been requested for evaluation yet not received. Sterilization and lot history records were reviewed and no exceptions were found.